Event description:
It was reported by the customer that their insulin pump was alarming. Customer stated the alarming did not occur during priming and they are able to rewind the device. During troubleshooting, customer was asked perform a self test. Device failed testing. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 115 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The alarm history could not be confirmed due to motor error alarms. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)